Event description:
Caller reported a power source alert. There was no adverse impact to the customer's blood glucose level. The customer tried leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which resolved the issue as the pump began charging, requiring no further assistance.